Event description:
This MDR is being filed for the report of air entry into the cassette. A customer contacted baxter's technical service center regarding a therapy question. The hp stated that the unit was in initial drain and the hp pressed stop and turned the unit off. The hp was not connected. The baxter technical service representative (tsr) explained that the unit pulled air into the patient line and instructed the hp to start over with new supplies. The hp refused to start over and will continue with same supplies. The tsr suggested that the hp inform the nurse and the hp stated that the nurse instructed her not to start over. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted if a sample or additional information becomes available.

Event description:
It was reported that during an unknown procedure, the device was used as a pneumoperitoneum needle. When normal saline was going to be injected into the patient's body through the device to confirm whether it arrived at the peritoneum, the normal saline could not be injected into the patient's body through the device. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The root cause of air in the line was due to use error. A labeling review was completed and found to be adequate. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.